Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: the black box shows erros, alarms and warnings (eaw)-163 ¿no delivery, no prime, no cartridge detected¿ warnings on 03/03/2014. A rewind, load and prime sequence were performed successfully with no eaw's duplicated. A force sensor calibration check showed the pump is detecting the correct force at 5 lbs. Investigators removed the pump cover and the cracked solder was observed near the force sensor pins. The complaint was verified in the black box but not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014, reporting that the pump delivered too much insulin and that their blood glucose (bg) dropped to 14mg/dl while at this hospital preparing to get a colonoscopy. The patient stated that the pump emitted a reprime notice. The patient stated that the pump required a rewind, load and prime steps multiple times and was not holding a prime. The patient stated that they received a no cartridge detected warning. The patient stated that after their bg was stable they then received a warning that their basal rates were empty. This report is being made due to hypoglycemic event the patient experienced due to alleged load step malfunction issue.